Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex option femoral component size e left, catalog #: 00576401551, lot #: 62473703. Nexgen precoat stemmed precoat tibial component size 4, catalog #: 00598003702, lot #: 62668146. Nexgen lps-flex articular surface size ef 10mm, catalog #: 00596403210, lot #: 62620677. Report source - foreign: (B)(6). The products were evaluated through manufacturing review; however, the reported event could not be confirmed with the information provided. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the nexgen knee, pain, swelling and instability are known adverse effects of knee arthroplasty. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2018-00062, 0002648920-2018-00336, 0001822565-2018-02111.

Event description:
It is reported that the patient has experienced pain, swelling, instability, clicking noises and a leg length discrepancy approximately three (3) years following left knee arthroplasty. The patient is scheduled for a revision procedure to address these complications. No additional patient consequences were reported.